Event description:
It was reported that a pump experienced system error 105. It was also reported that there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter's device evaluation is in progress. When complete, a supplemental report will be submitted.